Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer reports that in the last months the pump turned off unexpectedly without giving her any alarm. The blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed and monitored for 2 days. No blank display, unexpected low battery alarm or power error noted during testing. No power error noted in the formatted history file. However, unexpected low batt alarm noted in the formatted history file due to corroded battery tube and power connector harness. Unit had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and keypad overlay texture damage. The vibrator motor was also corroded.